Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The conducted investigation has confirmed that the header text on the label indicates a wrong length. The label does not correspond with the contents. This has been deemed valid, a CAPA determination has been initiated. The lot number has been provided, a review of the device history record is not yet available.

Event description:
Label shows wrong length of l36 instead of l38. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and it was found that the label is indeed incorrect. There are two different lengths indicates on the label. The main description shows l38 and the multilingual sub-description l36. Placeholder.